Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-09 additional information was received from the patient. The patient called and repeated information regarding the event previously reported in this case. The patient stated that the date of the heart ablation procedure was actually on (B)(6) 2025. The caller mentioned that a "tech" reprogrammed the ins after the event and got the issue resolved. The patient's reason for calling was to report that they were having some heart issues and their doctor wanted to implant a pacemaker above their left breast. The patient mentioned that their ins was also on their left side. The agent reviewed compatibility guidelines and advised the patient to have their doctor contact technical services to review guidelines.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a heart ablation procedure on (B)(6), and the patient was defibrillated 6 times. Post procedure, the patient wasn't able to connect to the neurostimulator with the handset. Caller said they were able to connect with their clinician device and the patient was in program 1. The caller said they were able to increase/decrease stimulation and run an impedance check which turned out to be fine. The patient also reported feeling stimulation. Technical services (ts) reviewed with the caller that defibrillation might have reset the patient's implant, por, condition. Ts reviewed with caller that when device goes into por, the serial needs to be re-entered, otherwise a different serial number is assigned. Ts recommend meeting with patient again to connect patient's handset to the implant. Additio nal information was received from the patient. They reported that they had a heart ablation on (B)(6) 2025, (the doctor had told them to turn their device off before they left home to go to hospital and turn it back on when they got home from the hospital). A different doctor assured them that there would be no issue with them doing the procedure and their interstem device. The patient was concerned because the doctor talked about having a magnet under them to help guide the wires to their heart. The patient told the doctor no magnets and the doctor told them it would not be a problem and that they had done this procedure with many people with pacemakers before and never had any problems. The patient noted that they were still hesitating and the doctor kept saying no problem. During the procedure, (which the doctor was not able to fully complete), they did cardioversion several times, the patient was later told they did it six times. When they got home from hospital, they turned their device on and the screen said "communicating with device.... Data lost. Internal device has lost all data. Contact your clinician. End session." It was after six in the evening when they got home from hospital. They contacted the doctor's office and the manufacturer the next morning, which was a friday. They left information with both offices as to what had happened, and contacted the doctor's office again on monday, they were not sure what to do at that point, several phone calls were made to the doctor who had performed the cardioversion advising them of what had happened. The patient had bad burns on their body and were asking for more help for discomfort than what they had sent them home from the hospital with, finally they did get information to get a different cream to help. They had never been contacted by the cardioversion doctor's office regarding what happened to the device. Several phone calls were made with their primary doctor's office and an appointment was set up with a physician's assistant (pa). The patient then became ill with pneumonia and was unable to make that appointment, they made an appointment a week later and the pa turned to get the device to work. They were unable to and said they would contact the manufacturer again and talk to the a manufacturing representative (rep). The rep was scheduled to come to visit on (B)(6), but cancelled that appointment and now they had an appointment with the p. A. And the patient for october 9, 2025. They were hoping that this appointment they can get this all working again. The patient noted that they had been without my device since (B)(6) 2025 and that as of this time this has not been resolved.